Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal heparin (unknown concentration and dose) via an implantable pump for cancer chemotherapy. It was reported that the reason for call was the hcp stated that the patient's pump was alarming. The pump was filled and updated last week and continued to alarm after the update. The agent had the hcp check pump logs and confirmed that a low reservoir alarm had gone off prior to the pump refill. The agent reviewed information around concurrent alarms with 2.0 software and instructed the hcp on how to silence the active alarm. The hcp was able to successfully update the pump to silence the alarm. The troubleshooting steps that were taken on the call resolved the issue.